Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the mode switch for the device did not work properly. The device did not recognize an atrial flutter episode and the patient was paced at a high rate during the day. The patient subsequently fell into cardiac failure. The physician overdrove the atrium in order to successfully cut the atrial flutter. The device currently remains in use. No further patient complications have been reported as a result of this event.